Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_lead, serial# unknown, product type: lead. Other relevant device(s) are: product ID: neu_unknown_lead, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional regarding a patient, who was implanted with a neurostimulator (ins) for spinal pain. It was reported that patient's lead wire is broken. The event date was provided as (B)(6) 2016; an exact date was not provided. Patient/caller were to follow up with hcp. No symptoms were reported and no further complications were reported/anticipated.